Manufacturer narrative:
Other text: additional information: b5 and h6 - health impact codes.

Event description:
Additional information received confirming there was no patient involvement for this event.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted there was damage to the front panel, housing, variable relief valve, air mix switch, and a faulty manometer. Small knobs were cracked. The positive tab in the battery compartment contains minor corrosion. Functional testing confirmed the o2 knob was damaged and the electronic power was intermittent. Root cause was attributed to impact to the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced all damaged small knobs and electrical chassis. Replaced MRI battery, sintered filter and o-rings for the preventative maintenance (pm). Reset patient pressure cycling led and adjusted CPAP control to tolerance. Performed pm, recalibrated unit, cleaned and affixed new service label. Device passed all functional testinf after the completed repairs.

Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when required.

Event description:
It was reported, that the device had physical damage. The o2 knob was damaged, and the device had no battery power. Patient involvement is unknown.